Event description:
It was reported that 178 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 2.5mm, 90% stenosed portion of the 1st diagonal (1st diag). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. After the procedure, the pt expired. The cause is unk. There was no autopsy. In the opinion of the physician the relationship of the pts death to the taxus is unk.

Event description:
Target lesion 1 was 8mm long. Residual stenosis was 0% following stent placement and post-dilatation. During the procedure, subsequent angioplasty of the 1st om was unsuccessful when the lesion was unable to be crossed with a balloon catheter. 178 days after the initial procedure, during the 6-month follow-up period of the study, the pt suffered a cardiac arrest witnessed by his wife. The patient's wife drove him to a local ems center because he was not feeling well. Upon arr5ival, he was noted to be without pulse or respirations, and acls was initiated. The pt was subsequently transported by ambulance to the airport for emergency airlift to the hospital. The pa was intubated for assisted ventilation. ECG showed ventricular fibrillation requiring defibrillation x 3 and treatment with antiarrhythmics. CPR continued with the patient remaining pulseness and brethless throughout the flight to the hospital. The patient was transferred to the care of hospital emergicency room personnel and pronouced dead. An autopsy was not performed. Cause of death per emergency room physician was "ventricular fibrillation arrest."